Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. The ground bond resistance measured 0.102 ohm (ground bond test specification is 0.001 and 0.100 ohm). An internal inspection revealed no problems. Ground bond test was performed and found a high resistance reading from door post to power entry module rear ground prong-total ground bus resistance of 50 milliohms. The assignable cause for ground bond failure was determined to be loose connection at the door post. The door post was scrapped.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Ground bond resistance read 0.102 ohm. Rite test failure, no patient involved.